Event description:
It was reported that the left ventricular (lv) lead had a high threshold. The device was approaching elective replacement indicator and was noted to have unexpected longevity due to the high lv output. The physician attempted to implant a different lead but was unable to cannulate the coronary sinus. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 310c29 tissue valve, implanted: (B)(6) 2006; d314trg ICD, implanted: (B)(6) 2013. (B)(4).